Manufacturer narrative:
The affected atlan devices are each equipped with two lithium iron phosphate backup batteries to ensure continued operation in the event of a power failure. Lithium iron phosphate batteries are considered particularly safe and are characterized by high thermal stability. The batteries used comply with the relevant standards ec62133-2:2017 including amd1:2021, mh45979, and r-41200069. The plastic housing is classified as flame-retardant according to ul94 v-0 and thus meets the highest fire safety class. According to the data sheet, the batteries feature integrated protection electronics (safety unit) that provide protection against overcurrent and short circuits within milliseconds. The batteries are housed in a non-combustible metal enclosure in the lower section of the atlan device¿s carriage. The electrical connection to the device unit is made via a cable harness, which is additionally protected by a fuse. It is thus considered very unlikely that the atlan caused or contributed to the reported fire incident. By now, dräger has not received any complaints related to ignition of the internal batteries. The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
A customer reported a fire incident in a storage area where - among's other material - several new dräger atlan anesthesia workstations were stored. The devices were stored in their original dräger transport packaging. They have not yet been unpacked. The customer suspects that the fire incident was caused by one of the atlan batteries. It is extremely unlikely that the atlan devices caused or contributed to the fire incident (refer to additional manufacturer narrative). However, it has not been possible to get access to the device, by now. Hence, dräger has not yet gathered further evidence. It is not know, which atlan device is suspected to have caused or contributed to the incident. Based on the available information, this case is considered reportable.